Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.

Event description:
The customer reported an issue with their freestyle flash blood glucose meter which suggests that the memory overwrite malfunction has occurred. There was no report of death or serious injury. No third party medical intervention was required.